Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had sub optimal pain relief, the patient had 20% pain relief and a return of pain. The patient had stimulation in an undesired location and felt tingling in both legs even with the device turned off. An impedance check found electrodes 6 and 12 had possible shorts. New high density programming was done on three groups that avoided the affected electrodes. The physician had x-rays taken which showed the leads had migrated down one full vertebral body. The cause of the migration was unknown. Revision was discussed but the patient wanted to avoid that if possible and was going to try the new programming first. The issue was ongoing.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.